Manufacturer narrative:
Investigation evaluation: as reported, an 'ngage nitinol stone extractor' was successfully advanced through the working channel of the endoscope. The user checked the basket to ensure it was closed properly and discovered the distal end of basket wire was "scattered." The basket wire had to be cut to remove the device from the working channel of the endoscope. The endoscope was not inserted into the patient when the basket issue was discovered. The procedure was completed using another same device. A photo shows basket wire detached from basket sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Interview of personnel was also conducted. Functional tests and visual inspection of the returned complaint device(s) was/were also conducted. One, 'ngage nitinol stone extractor', was returned for investigation. The basket formation was not visible at the distal tip; the basket formation was pulled from sheath to confirm attachment, three segments of the basket formation wire was still attached; no other basket pieces were returned. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaints associated with the failure mode for the complaint device lot. Although the two complaints had different reported failures, analysis of the returned device found the two devices had similar damage that would prevent the devices from functioning. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU [t_shef_rev1] supplied with the device states the following in consideration of the reported failure mode: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. The returned device was found to have all 3 basket wires broken. The provided information stated the issue occurred before use. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, an ngage nitinol stone extractor was successfully advanced through the working channel of the endoscope. The user checked the basket to ensure it was closed properly and discovered the distal end of basket wire was "scattered." The basket wire had to be cut to remove the device from the working channel of the endoscope. The endoscope was not inserted into the patient when the basket issue was discovered. The procedure was completed using another same device. A photo shows basket wire detached from basket sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer address = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.